Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 65mg/dl. The customer stated being hospitalized several times. The dcc believes that his blood glucose meter is the problem. The customer also stated that he treated his blood glucose overriding the bolus wizard and active insulin recommendation. Troubleshooting was performed. Reviewed the settings on the device. The amount of insulin in the status screen matched with the reservoir volume. The bolus history revealed several boluses of 25 units given the day prior to his hospitalization and the day of the admission. The customer also stated that the arrow buttons were unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.